Event description:
It was reported that beds present automatic activation of the engine of feet, without press the commands of the side rails, the problem is generated by conductivity in the connector left rail of patient. No injury reported. We did measures between pin 8 and 7 (thigh up), they present continuity in every moment. We removed the silicon present on the connector and the problems fixed. If you want more information, we have pictures and videos with the problem.